Manufacturer narrative:
Device evaluation: one device was received. A visual inspection found the tamper seal was removed, as well as a scratched lens, worm uso seal and bubbled dso seal. A review of the event history log found a "cassette not attached properly" message. During the functional testing, the customer reported issue was able to be replicated. The pump failed calibration and priming due to the dso sensor not being recognized, which caused the "cassette not attached" alarm. The root cause was found to be the inoperable dso sensor. The dso sensor was replaced. Product is beyond one year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.

Event description:
It was reported, the cassette was not attached properly. No patient injury reported.